Event description:
MFR received information that this implantable cardioverter defibrillator (ICD) delivered inappropriate shocks and was explanted when during a lead revision, the new lead could not be inserted into the header due to a stuck setscrew. The unnecessary shock was determined to be due to a fracture on a non-guidant lead.

Manufacturer narrative:
Laboratory analysis of the returned device showed that the v tip setscrew was in a fully retracted position. Technicians confirmed that the stuck setscrew could not be backed away from the retainer ring with a standard model 6942 torque wrench supplied with the device. Technicians attempted to loosen the setscrew using a calibrated torque watch, which measures the amount of force required to loosen the screw. At 18 inch ounces, the setscrew still could not be loosened. Ultimately, the technicians were able to loosen the setscrew using a model 6942 bi-directional torque wrench, and the technique described in a recent product update titled "loosening stuck setscrews". The stuck setscrew then moved freely. The device was put through, and passed, a series of diagnostic tests that verify the performance of defibrillation, pacing, sensing, memory and recording functions.